Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device was leaking fluid at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.

Event description:
The manufacturer sales representative reported that the device was leaking fluid at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.